Event description:
It was reported that the device would not turn on. There was no pt associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power pcb assembly and observed that 2 fuses, designators f2 and f4 were blown. The fuses were replaced and the assembly operated properly. Root cause for the blown fuses could not be determined.